Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4): we received a voicemail from spn rep (B)(6) yesterday. He was calling to report an expedium screw malfunction during surgery on (B)(6) 2015, depuy facility acct (B)(4). The saddle inside the tulip head turned sideways and had to be removed and replaced. The part number is 179712045. The surgeon was dr. (B)(6). Per complaint form: the saddle in the tulip head rotated out of position while the surgeon was using the head alignment tool. I believe that this happened because the surgeon had tightened the screw down too far, preventing the shank of the screw from rotating with the tulip head during positioning. The screw was removed and replaced with a new one. No other complications resulted.

Manufacturer narrative:
The expedium ti 7.5x45mm polyaxial screw (product code: 1797-12-045, lot number: ardcpn) was returned to the complaints handling unit (chu) on (B)(6) 2015. Visual examination revealed the saddle had become dislodged from its intended position and was instead slightly raised and rotated approximately 90 degrees. There is some evidence of wear on the screw head¿s drive feature. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the sample and the information provided. A potential root cause may be unexpectedly high forces applied to the screw during insertion, leading to the saddle becoming dislodged from its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.